Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she had a forgotten to turn the pump on for 5 hours when she took a shower and suspended her pump. Customer's blood glucose was over 600 mg/dl and won't come down. Customer had the pump back on since 10 pm and at 6:11 am, her blood glucose still did not come down. Customer confirmed that the pump was running and she just forgot to hook it back up. Customer also had a high carb breakfast. Customer stated that she has been drinking water and taking insulin. Customer was advised to reach out to her health care professional.